Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak in the drain line. Functional test was performed with no issues noted the reported condition was verified. The cause of the condition could not be determined from the video. Twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed and no issues were observed of the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the line of a homechoice automated pd set with cassette which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.